Event description:
It was reported that during a coronary stenting treatment procedure, a shaft break occurred. The 3.5x24mm, 95% stenotic, de novo, eccentric shaped lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The lesion was not predilated. The physician was introducing the 3.5x28mm liberte stent and a break occurred on a portion of the working length of the device that was outside the body. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation: the device was received in two sections as a result of break in the hypotube. The break was located at 24cm distal to the strain relief. Both sections of the hypotube break were kinked at various locations. No issues existed with the profile of the crimped stent, balloon and tip sections of this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).device evaluated by MFR:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a coronary stenting treatment procedure, a shaft break occurred. The 3.5x24mm, 95% stenotic, de novo, eccentric shaped lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The lesion was not predilated. The physician was introducing the 3.5x28mm liberte stent and a break occurred on a portion of the working length of the device that was outside the body. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.